Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient¿s device system was explanted because she did not want the implant as it felt too big for her now and she didn¿t like it. Nothing adverse had happened regarding her therapy according to the physician. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report. The patient status was reported as ¿alive ¿ no injury¿. It was indicated that the hcp had no further information regarding the event. No further complications were reported/anticipated.